Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced infection, infected mesh, bowel adherent to mesh, adhesions, abscess, necrosis, purulent material, tissues inflamed and friable, inflammation, serosal tears, and pain. Post-operative patient treatment included revision surgery, incision/drainage of abscess, excision of abdominal wall secondary to necrotizing softtissue infection, excision of muscle/fascia/subcutaneous fat/skin, lysis of adhesions, pulse lavage of abdominal wall, serosal tear repaired, placement of retention sutures of the abdominal wall, debridement/resection of infected mesh.

Manufacturer narrative:
Additional information: h6 patient codes - c64343 (friable tissue). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced infection, infected mesh, bowel adherent to mesh, adhesions, abscess, necrosis, purulent material, tissues inflamed and friable, inflammation, serosal tears, recurrence, obstruction, abdominal weakness, tenderness, scar tissue, and pain. Post-operative patient treatment included revision surgery, incision/drainage of abscess, excision of abdominal wall secondary to necrotizing soft tissue infection, excision of muscle/fascia/subcutaneous fat/skin, lysis of adhesions, pulse lavage of abdominal wall, serosal tear repaired, placement of retention sutures of the abdominal wall, debridement/resection of infected mesh, medication, and primary repair of hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced infection/infected mesh and bowel adherent to mesh and pain. Post-operative patient treatment included revision surgery.